Event description:
It was reported that the device had sticky module release latch when removed from an infusion. The pump was difficult to move and clear, dried on residue observed on the bottom of channel. Clinical engineering of the facility reported that there has been an increase in module latches cracking, specifically on the latch support. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.